Manufacturer narrative:
After battery installation, the unit did not power up due to a missing battery spring at the bottom of the battery compartment. Unable to perform displacement test due to the unit's inability to turn on. (B)(4).

Event description:
The customer reported via phone call that the dropped the insulin pump and piece of the battery barrel was missing. Customer's blood glucose was 370 mg/dl. Troubleshooting was performed for damaged. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.